Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation as it was implanted. A device history review was obtained for this lot number and there is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2018, (B)(6)-year-old male patient underwent a wolf mini maze/laam procedure. Upon deployment of the atriclip pro245, the ripcord was removed and the clip did not release all of the sutures. The surgeon used a scalpel to cut the remaining sutures. The procedure was prolonged four minutes with the clip being placed and case completed successfully. The patient care was not affected by the incident.